Manufacturer narrative:
Result: siderail panels.

Event description:
It was reported by service report that the right inner and outer siderail panels were cracked. No pt involvement or adverse consequences are reported.